Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to short interval counts (sic) and non-sustained tachycardia (nst) events. The rv lead was noted to have checked out within normal parameters. Oversensing due to lead to lead interaction is suspected. The physician turned off the implantable cardioverter defibrillator (ICD) detections and reprogrammed the device. Subsequently, telemetry strips now displayed atrioventricular pacing with intermittent non-capture. The rvlead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: product ID: 1688tc, competitor implantable pacing lead implanted: (B)(6) 2005. Product ID: 1688tc competitor implantable pacing lead, implanted: (B)(6) 2005. Product ID: 500dm29 mechanical valve implanted: (B)(6) 2005. (B)(4).